Event description:
It was reported that a clearlink continu-flo solution set had particulate matter (pm) contamination in the port. The pm was described as, ¿dirty port ¿ the ¿highest¿ port is dirty/appears to have something in it/not sterile¿. This issue was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.